Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, the foot of the device was not in the artery; therefore, the suture was done above the artery. Manual compression was applied, which seemed to achieve hemostasis; however, a few hours later, the patient went into hemorrhagic shock due to bleeding at the puncture point. Medication was used to treat the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported ¿¿the foot of the device was not in the artery,¿ indicates the device position was suboptimal at the time of deployment. It is possible anatomical conditions were also a factor; however, this cannot be confirmed. The patient effect of shock and hemorrhage/bleeding are listed in the perclose proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.